Event description:
It has been reported to philips that tube was unavailable and system would not boot up. System was in use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube unavailable on boot up. Review of the system log file showed x-ray generator startup issue. Upon further inspection the root cause was that the local endpoint (ip address) was not specified in the generator service (suitepc) when setting up the connection to the generator fse rerouted the connection is by the os (windows) through the default gateway to the hospital network. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.